Event description:
(B)(4) received a medwatch report ((B)(4)) from the FDA regarding an incident where a cable broke during use, caught fire and damaged a generator also in use. Cable was unplugged and fire contained with no negative results. Both the cable and the generator were removed and replaced with backup devices. Facility found damaged circuit board in generator. No injury to patient or staff reported. Cable manufacturer has been notification of event, along with cable ID and serial number of device. Cable has not been returned for investigation as of 12/19/2106. (B)(4) has contacted user facility for additional information and for the return of cable, no response as of 12/19/2016 manufacturer date: week of 11/30/2015. (B)(4) received date: 12/15/2015. Facility purchased date: 07/07/2016. (B)(4) considers this matter closed. However, in the event (B)(4) receives the device or any additional information, (B)(4) will provide manufacturer with follow-up information/device. (B)(4).